Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing a tingling, burning, sensation (pocket stimulation) at the ipg only when therapy is turned on. Additional information revealed the patient continues to experience pocket stimulation and also pain at the incision site and shoulder blades (reference MFR. Report#: 1627487-2017-06651). Consequently, the patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Patient weighs (B)(6).